Manufacturer narrative:
Head section assembly.

Event description:
It was reported by service report that the patient right load wheel housing is cracked. There was patient involvement however, no adverse consequences are reported.